Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: prior to a procedure, the handpiece was not able to be connected to the pulsar ii generator. There was reportedly no patient involved in the event. Investigation conclusion: the reported issue was confirmed. The device failed to connect to the generator due to a sheared and misaligned plug connector pin. Additionally, it was found that the electrode coating is chipped, although it cannot be determined the cause, as the failure to connect would have prevented use, which is the typical mechanism of action related to peeled or flaking coating. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was found that the electrode coating on the plasmablade was chipped, although it cannot be determined the cause. Failure found during analysis; therefore, patient information is not applicable.